Event description:
A ventilator was returned to a third party service center with an allegation the device would not power on. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The ventilator's system board was replaced to address this issue.